Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump were infusing 10% dextrose solution at 8 ml/hr using a baxter tubing set on a spectrum pump. At the lowest y-site of the baxter set, they connect a non-baxter syringe pump set with lipids, which was given at less then 2ml/hr depending on weight of the patient during therapy at the neonatal intensive care unit (nicu). The lipids were backing up from the non-baxter set to the filter on baxter set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.